Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Physician broached to a size 11. Put size 11 stem in and it sit 7mm proud. Could not reduce. Surgeon has done many secur-fit hips. Stem would not seat. Reimplanted a new size 11 stem and it seated down. Right hip.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The returned stem was unremarkable. Seating height of pressfit stems is dependent on multiple factors, including but not limited to: quality and technique of bone preparation, patient bone morphology and quality, and implantation technique. Without additional clinical records such as x-rays and operative reports the root cause of the event cannot be confirmed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Physician broached to a size 11. Put size 11 stem in and it sit 7mm proud. Could not reduce. Surgeon has done many secur-fit hips. Stem would not seat. Reimplanted a new size 11 stem and it seated down. Right hip.